Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and degenerative disc disease/herniated disc pain. The patient reported that she didn¿t use the device all the time. The patient reported that she went to turn the ins and felt like the device jumped or skipped. The patient clarified that it felt more like a ¿zap.¿ no further complications were reported.